Event description:
It was reported that the dentist was unable to remove the healing collar and when attempted to remove it, the patient was in pain. The implant was found to be non-integrated and had to be removed. Symptoms as a result of the event: inflammation.

Manufacturer narrative:
Zimvie complaint number (B)(4). D10: cm3111, eztetic dental implant, 3.1mm diameter, 2.9mmd platform, 11.5mm length/lot number - 1244272. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 67. H10: narrative/data was updated. Zimvie received the reported healing collar for evaluation. Visual evaluation of the as returned devices identified the healing collar with signs of use. The healing collar, and the returned implant engage and disengage as intended during a functional test. No apparent malfunction was identified. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined since the device malfunction did not occur, and the reported event has been unconfirmed following functional testing and physical evaluation. Therefore, based on the available information and functional testing, device malfunction did not occur. The reported event was unconfirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.